Event description:
It was reported that during the original implant procedure of this right ventricular (rv) lead the patient suffered a perforation outside of their pericardium. At the time, no intervention was done due to the fragility of the patient, with them needing an aortic valve replacement, which has already been carried out. The lead remains in service. No additional adverse patient effects were reported.